Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. A mitraclip xtw was inserted and deployed on the mitral valve, reducing mr to a grade of 1-2+. On the same day, an echocardiogram was performed and revealed a chordae rupture on the posterior leaflet, and that the clip had detached from posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4+. A second mitraclip procedure was then performed, and two clips were deployed on the mitral valve, reducing mr to a grade of 1-2.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda appears to be related to patient morphology/pathology. The reported patient effects of recurrent mr and tissue injury appear to be related to the slda. Mr and tissue injury are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances as the patient remained hospitalized and another clip procedure was performed. There is no indication of a product issue with respect to manufacture, design or labeling.